Event description:
It was reported to bsc/target that during the procedure when the physician inserted the gdc 10-2d 2-diameter synerg detection circuit in the microcatheter, it detached spontaneously. The patient was reported to be in good condition.